Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 386 mg/dl when the cartridge was low on insulin. A correction bolus via the pump was delivered to address the bg level. The customer did not know the cause of the high bg. As the event had occurred in the past, tandem technical support advised the customer to discuss the high bg with a healthcare provider.